Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding actions taken by customer or technical support.